Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints within associated lots. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -11.50/1.0/094 (sphere/cyclinder/axis) tore during injection.